Event description:
Caller reports that when she filled this pod with insulin she heard a loud crackling sound coming from the pod. The pod double beeped at the end of the fill and she put it on. Her b/g was 160 at 7:00 am. It began to rise and measured 335 the next morning at 7:00 am, when she removed the pod. Caller activated a new pod. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the damaged component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.